Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that water began to seep into the shower bag from the bottom. The bag was replaced and there was no adverse impact to the patient.

Event description:
It was additionally reported that 2 shower bags were returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.